Event description:
It was reported that the implant mount (mmc15) malfunctioned during implantation surgery. Consequently, the hexagonal part of the implant was damaged and resulted in the implant being removed. The surgery was completed with a replacement product.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 29 aug 2019 b5: it was reported that the implant mount (mmc15) malfunction during implantation surgery. Consequently, the hexagonal part of the implant was damaged and resulted in the implant being removed. The surgery was completed with a replacement product. D11: osseotite® tapered implant 3.25 x 13mm item#: nt3213 lot #: 2017050689. G4: 20 aug 2019. The reported device and concomitant device were received for evaluation. Photographs of the devices were also received. Visual inspection of the as returned product identified damage along the external hex feature of the implant and internal drive feature. There were noticeable nicks and dents around the implant threads. The mount is noted to be cracked and flared out. The reported condition of an implant mount that malfunctioned during implantation surgery; consequently, damaging the hexagonal part of the implant was confirmed. A device history record (DHR) review could not be performed for the reported mount, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported implant mount dating back 12 months. The complaint history review revealed that there are no existing non-conformances for the reported product. A DHR review was completed for the reported concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported concomitant implant for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. The most likely cause for the reported event is customer error in torqueing of the mount, handpiece connector error, and general breach of surgical protocol. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant mount (mmc15) malfunction during implantation surgery. Consequently, the hexagonal part of the implant was damaged and resulted in the implant being removed. The surgery was completed with a replacement product.